Event description:
A #8 foley catheter was inserted into the urethra of a pediatric patient. Clear urine drained from the catheter. At the conclusion of the case the nurse used a syringe to deflate the balloon of the catheter. She was unable to deflate the balloon.======================manufacturer response for silicone foley catheter, kendall dover 100% silicone foley catheter (per site reporter).======================they came to pick up the product. They made an internal quality report. The product was still at the risk manager's office. The representative was asked to return to pick up the product on another date.what was the original intended procedure?bilateral foot surgery, long case so there was a decision to insert a foley.